Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation:device photograph(s) for the device related to the reported event of deflation was reviewed on (B)(6) 2020. Visual analysis of the photographs identified: creases fold, red particles on shell and fluid-free device. Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
Device has been explanted.